Event description:
It was reported that the cross connector clamp fractured when crimping onto the rod.

Manufacturer narrative:
Method: device not returned; results: connector was not returned for examination. Conclusion: therefore the root cause is not determined.

Event description:
It was reported that the cross connector clamp fractured when crimping onto the rod.